Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of intraocular lens ( iol) with stripe in the center of the optics. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is folded under the optic inside the posts of the lens case. The distal tip of the haptic is broken off (not returned). A mark is observed on the anterior surface of the optic in the shape of a surgical instrument used to grasp the lens. A mark is observed on the posterior surface of the optic near the center of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with a non-qualified handpiece.the root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge/handpiece combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and no patient harm reported.